Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient went to get their pump refilled yesterday. The refill was not performed because the pump was "poking out" and needed to be revised. The patient was scheduled for another surgery because the healthcare professional (hcp) "didn't put the pump in right". The patient noticed the pump was "sticking out" right at implant. The patient also noticed the pump issue 3 days after the implant when the bandages were removed. It was stated, "it didn¿t feel right". When the patient was at the refill, they were told the pump was facing up instead of flat. It was suspected the pump was not anchored right. It was stated there was no drug in the pump yet, and also that the pump was empty. The patient outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that on (B)(6) 2014 the patient was to have the saline removed from the pump and the medication put in. This was standard procedure with the physician until the patient had their post-operative visit. At this appointment the pump was tilted completely perpendicular to the abdomen. There was some slight redness noted at that time but nothing abnormal. The fill was not attempted. It was reported that the patient's pump was revised as it was placed wrong. The revision occurred on (B)(6) 2014. At that time the pump was found to be resting/riding on the iliac crest. The revision was done to re-anchor and re-position the pump. The patient came in to have the pump filled after the revision. However, the pump was still perpendicular and tilted and the fill was not attempted. Attempts between (B)(6) 2014 were made and messages left for the surgical technician but no return call was received. Another physician within the same practice may be contacted to address a possible second revision. An operative report for the initial and subsequent revision was not available so it remained unclear as to why the pump was not staying in place. There was no information about technique or what type of sutures were used to anchor the pump. The patient had not been in any accidents or performed any activities that would have caused this to their knowledge. Additional information was request for clarifying event details, resolution and current patient status. This information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider. The patient had an appointment scheduled for (B)(6) 2015. Per the patient, ¿the pump not in right, the pump had turned from surgery".